Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st patch (device #1). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2016 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the ventralight st mesh (device #1). An additional supplemental emdr was submitted to represent the ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2016 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent robotic assisted laparoscopic repair with the implant of ventralight st mesh (device #1). Per operative notes, "the defect was noted and adhesions were taken down. A ventralight st mesh (device #1) was placed and sutured." (Ppf/mr). (B)(6) 2020 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, "the hernia sac was dissected out, recurrent hernia was noted to the left of the umbilicus. A pocket was created underneath the prior mesh (device #1) inferiorly. A ventralex st mesh (device #2) was placed and sutured." (Ppf/mr).